Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a manual injection to address the bg level. Reportedly, the issue resolved and insulin delivery was resumed successfully.